Event description:
Initial report that devices were generating an e5 error (end of life error) during a demonstration which indicated that the devices were beyond their 24-hour life which did not indicate the incident as reportable. However, upon analysis of the devices performed on (B)(4) 2013, it was determined that two of the devices had flaking / chipping device insulation coating.

Manufacturer narrative:
(B)(4). Investigation plan: visual inspection: functional inspection ¿ pulsar ii generator testing performed: device: plasmablade 4.0 product sku: ps200-040e serial lot number: # (B)(4) expiration date: not available mdt rga number: # (B)(4)-por quantity returned: 1 device labeled device # 2 for traceability. Received in a (B)(4) mailer envelope, not bagged in biohazard bags. No packing peanuts or bubble wrap to fill the negative space. No original packaging; therefore, unable to confirm product and lot numbers. Visual inspection: device # 2: appears used charring on electrode and electrode coating missing in several places. Buttons have a normal tactile feel. All components appear in place, intact and undamaged. Functional inspection: device # 2: device was connected to a pulsar ii generator (ps100-102) eqp # 6794 (calibration due date: (B)(4) 2013) device displayed an e5 error code. E5 error code: e5 - ¿electrosurgical device has reached end of life¿, indicating that the device was successfully plugged into a generator previously. Used the eprom connector to bypass the ¿end of life¿ error code e5. The device was activated in grounded saline at cut setting 1-10 and coag setting 1-10 with acceptable performance results as indicated by a ¿glow¿ around the edge of the electrode. Product specifications for plasmablade 4.0 - continuity testing ¿ plasmablade - 4.0 - 10 - for post-activated, from connector pins (left power-pin 1, right power-pin 3, coag mode-pin 2 and cut mode-pin 4) to electrode. Device continuity - 10 - for all activations from connector pins to electrode. Extech multimeter - eqp # 681 (calibration due date: 04-2014). Investigation conclusion: the complaint was confirmed by the functional testing during the complaint investigation. The device was connected to a pulsar ii ge nerator and the generator displayed the expected e5 ¿ error code - ¿electrosurgical device has reached end of life¿, indicating that the device was successfully plugged into a generator previously. Each device contains a chip, eprom, with the lot number and the device information as well as a 24-hour timeout to prevent reuse. It can be concluded that the device had been previously used and had reached the 24-hour timeout and were unable to be reused for any testing. (B)(4).